Event description:
It was reported that the device would not operate on ac power or with known good batteries. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control informed the customer that the device is no longer supported by physio-control and referred the caller to a part supplier. F/u with the rptr found that the customer is currently investigating repair options.